Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the introducer cover handle came detached from peel away cover. No harm was done to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing related. One 5fr microintroducer sheath and one 5fr triple lumen powerpicc provena kit were returned for evaluation. An initial visual observation revealed use residue on the returned microintroducer sheath. The sheath was observed to be split and was missing one half of the t-handle. The remaining half was still attached to the sheath. A microscopic observation revealed the skiving on the broken t-handle appeared to be properly split; however, the sheath was observed to not be fully enveloped by the t-handle. The missing half of the t-handle appeared to have fractured away, detaching from the proximal end of the sheath. The powerpicc provena kit was returned sealed. The microintroducer in the kit was unremarkable. A functional testing of splitting/peeling the microintroducer from the powerpicc provena kit was performed. No issues were found with the device. These findings suggest the improper peel of the microintroducer sheath was likely caused by inadequate enveloping/bonding of the sheath by the t-handle during the manufacturing process.